Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described because the affected product was not returned to cook endoscopy for evaluation. Photographic images of the metal debris that was retrieved from the patient were reviewed. The origin of the metal debris could be from a zilver stent. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. In the past twelve months, there have been no other similar occurrences. Therefore, this report represents an isolated occurrence. Based on this percentage, the likelihood of this type of occurrence is remote. Conclusions: the intended use listed in the instructions for use indicate "this device is used in palliation of malignant neoplasms in the biliary tree." The contraindications listed in the instructions for use include "biliary duct strictures of benign etiology". Because the mass was determined to be of inflammatory origin and not malignant, this patient was contraindicated for placement of this stent. This stent was used in contradiction with the intended use. The information provided indicated the stent has been in place since 2004. The date of this report is november 6, 2007. The instructions for use contain the following caution: "long-term patency with this stent has not been established. Periodic evaluation of the stent is advised." It is possible that the length of time between stent placement and this occurrence caused or contributed to this observation. Prior to distribution, all zilver metal biliary stent introduction systems are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective actions: no corrective action warranted at this time because the information provided indicated the product was used in contradiction with the instructions for use. The patient's condition contraindicated use of this product. This observation represents an isolated occurrence. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.

Event description:
The patient presented with weight loss and obstructive jaundice in 2004. A scan showed a mass at the head of the pancreas. Although no tissue evidence was obtained, a diagnosis of malignancy was made and a cook endoscopy metal biliary zilver stent was placed in 2004. In 2007, the patient presented with pruritus. What was initially thought to be a malignant mass reportedly "proved itself to be of inflammatory origin". The stent was found to be blocked by a suspected gall stone. An endoscopic retrograde cholangiopancreatography (ercp) was performed to relieve the obstruction. Two extraction balloons manufactured by another manufacturer were used, but were not successful. An extraction basket was used to gently dislodged and remove the obstruction from the stent. Removal of the stent obstruction was successful and the patient was monitored. The obstruction was described as "a clot with metal debris in the center". The initial reporter indicated the metal debris appeared to be from the zilver stent. The physician indicated that the stent had potentially fractured. The physician also believed that the metal debris dislodged at a previous time (not during the ercp). No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.